Manufacturer narrative:
H6: investigation summary: catalog 442021, batch no. 0279811 & 0279806. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for viable contamination, stainable and voltage output. Batch history record review did not identify any evidence for which the customer submitted the complaint. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials contamination was discovered with lot# 0279806 & 0279811. There was no report of patient impact. The following information was provided by the initial reporter: material no: 442021, lot no: 0279811 and 0279806. It was reported that contamination in bottles occurred. Customer asks if there has been any reports of contamination in bottles as they are seeing an increase of contaminants in cultures (i.e. Coag negative staph).

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 0279811. Medical device expiration date: 2021-07-31. Device manufacture date: 2020-10-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials contamination was discovered with lot# 0279806 & 0279811. There was no report of patient impact. The following information was provided by the initial reporter: material no: 442021. Lot no: 0279811 and 0279806. It was reported that contamination in bottles occurred. Customer asks if there has been any reports of contamination in bottles as they are seeing an increase of contaminants in cultures (i.e. Coag negative staph).